Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (B)(4) was not returned to heartware for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event of low flows was confirmed via log file analysis which revealed 2 low flow alarms logged on (b)(60 2017 and a sustained decrease in estimated flow on march 13, 2017 at approximately 10:45 to parameters below normal operating range. 2 high watt alarms were subsequently logged on (B)(6) 2017 with parameters returning to normal operating range on (B)(6) 2017.  Of note, it was reported that a backwash maneuver was successfully performed for suspected thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flows may be attributed to thrombus formation at the inflow cannula. It is likely that this thrombus got ingested further leading to high watt alarms observed in the log files. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information, clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The pump is a fixed speed system and estimates blood flow rate using electrical current, impeller speed and blood viscosity. Viscosity is calculated from the patient's hematocrit. To obtain the most accurate estimate of blood flow, the patient's hematocrit must be entered into the monitor. The instructions for use (IFU) outlines the setting of the patient's hematocrit based on a blood sample and adjustments to the hematocrit setting. Flow estimation should be used as a trending tool only, as it cannot adapt to changing fluid conditions. The IFU and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Users are directed to confirm correct settings for low flow alarm limit and viscosity. If "low flow" alarm is active then the patient should be evaluated. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. All alarms should be reported. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received via a user report involving a patient who was born in (B)(6). On (B)(6) 2017, the patient developed low flow alarms while already in hospital. A preliminary review of the controller log files by the site revealed an abrupt drop in the pump's estimated flow to around 2 l/min along with a significant drop in the pump's pulsatility. The site suspected that the patient was developed a pump ingestion. They further reported that they patient had a third heart sound and higher harmonics in the acoustic examination suggestive for a thrombus in the intake touching the rotor. The site performed a successful "backwash maneuver" with the use of carotid protection on (B)(6) 2017 with normalization of the pump's parameters.